Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.5/+1.5/91 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. There was no patient injury. The lens was implanted and removed intraoperatively. On (B)(4) 2023 the same model and length was implanted and the problem was resolved. The status of the eye was reported as "eye quiet' and it was reported that "loading and surgery went off well with no untowards incident'. Reportedly "lens got stuck in the plunger while implanting and got torn'. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -9.5/1.5/91 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced due to a lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. Reportedly, "eye is quiet," and "loading and surgery went off well with no outwards incident." The problem was resolved.